Event description:
It was reported that during a da vinci proctectomy procedure, there was difficulty opening the device and it fired malformed staples. Add'l suture was used to close the staple line. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.